Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer inspected the device and found the inspiratory module faulty. The customer was sent and replaced the inhalation module and the ventilator was returned to use.

Event description:
It was reported that the ventilator was failing the safety valve test. There was no patient involvement.